Event description:
Boston scientific crm received information that noise was oversensing on the right ventricular channel resulting in inhibition of therapy. The noise could not be reproduced, however, a lead revision procedure was scheduled. When the pocket was opened, the noise could still not be reproduced. As a result, the pocket was closed with no changes made to the system. After further investigation, the clinic's programmer was found to have produced telemetry noise. Information was later received that when the pocket was opened, difficulty was experienced when attempting to remove the right ventricular lead from the device. Additionally, an intermittent fracture was suspected.